Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: joystick recall (B)(4).

Event description:
When the power button is pressed to turn the chair off, the chair will turn off for a few seconds, then turn back on.